Event description:
It was reported that the patient had previously been implanted with an advance xp sling. The patient's continence slowly and progressively worsened over the years with no events. The patient was implanted with an artificial urinary sphincter (aus) device consisting of a 5.0cm cuff, 61-70 cm h2o balloon and pump. At the time of surgery the advance xp sling was not sighted. It was further reported that no device issues or malfunctions led to the recurring incontinence. The patient was "all good" following the surgery.